Event description:
It has been reported to philips that the crew was unable to get ECG due to v4 failure to read during use on a patient. Exchanged with another unit's cable to confirm the issue. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.